Event description:
When the grounding pad was removed there were burns on the distal lateral thigh and on the lateral aspect of the knee and lateral aspect of the right proximal leg. 2nd and 3rd degree. Physician performing arthroscopic exam of the glenohumeral joint and subacromial space of left shoulder. Arthroscopic debridement subacromial space with arthroscopic debridement, partial subacromial bursectomy, arthroscopic acromioplasty, left shoulder. Open repair of full thicknes rotator cuff at periphery of rotator cuff, left shoulder.